Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump, was instructed to place pump into storage mode and return it using pre-paid label. Technical support arranged to send a replacement pump.